Event description:
The customer reported the unit would not alarm even after removing pressure from the sensor pad. They have replaced the batteries with a new suppl. They also replaced the sensor pad on unit. The customer also denoted unit only blinks green two times, shuts off green light, but will alarm if cord is pulled out. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue that the unit would not alarm after removing pressure from sensor pad. Eval revealed that the green light did not shut off after blinking two times. The light continues to blink normally and alarm sounds when it should. Although the unit powers up and passes all functional tests, the battery springs are bent. Note: posey instructions for use warning statement: battery installation: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).